Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user discovered a layer of frost on the neonatal arcticgel pad and reported to the ward management. This layer of frost could not be checked by the station nurse. It was stated that there was no patient injury or the therapy was influenced by the event. The data curve has been downloaded and attached.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user discovered a layer of frost on the neonatal arcticgel pad and reported to the ward management. This layer of frost could not be checked by the station nurse. It was stated that there was no patient injury or the therapy was influenced by the event. The data curve has been downloaded and attached.